Event description:
The patient reported being punched in the chest several times by the device. Since then, the patient is experiencing dizziness, fatigue and shortness of breath. Upon follow up with the clinic, the lead was turned off. No further intervention was performed at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.